Event description:
Report received of a tubing "burst" when in use with a power injector. A medrad power injector was connected to the extension set. It was set at 300psi to deliver 150 ml of isovue 300 at a rate of 30 ml/second. Approx 20 seconds after the test was initiated, the tubing "burst". The tech stopped the power injector and flushed the extension set. Reportedly, 20 ml of the contrast was lost. It was reported that blood backed up 1/2" into the extension set. The extension set was removed. The power injector was then connected to the primary IV solution line. The procedure was completed. There was no reported adverse effect to the pt. Though requested, there was no additional info available.